Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Communication to the device could not be established via programmer, but it was confirmed that there was no safety mode signal on the oscilloscope. The device case was opened, and detailed battery analysis was performed, with no related failure determined. Further analysis did not show evidence of any component failure; therefore, the root cause of the reported observations could not be confirmed. If the product is returned, analysis would be performed, and this report would be updated at that time.

Event description:
It was reported that this implantable pulse generator (pacemaker) was explanted and replaced as it was not able to be interrogated. This product was returned for analysis and no additional adverse patient effects were reported.

Event description:
It was reported that this implantable pulse generator (pacemaker) was explanted and replaced as it was not able to be interrogated. This product is expected to be returned for analysis and no additional adverse patient effects were reported.

Manufacturer narrative:
If the product is returned, analysis would be performed, and this report would be updated at that time.